Event description:
The pt reported an elevated blood glucose reading of 300 mg/dl which he believes is due to an under delivery of insulin by his infusion device. He said his recommended range is around 100 mg/dl. To troubleshoot, the pt was instructed to check the time, date, and basal rates on his infusion device and he confirmed they were accurate. The pt was instructed to run a prime cycle. He stated only a small drip came out after 10 units of insulin and then nothing came out after 17 units. The pt was advised to switch to his backup infusion device and was assisted in doing so. On follow up, the pt stated his reading was down to 150 mg/dl and he was working on modifying his "eating and carbohydrate intake to lower even more." The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.